Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The reporter stated that he performed a site change. When removing the set he found that a portion of the cannula was not attached and thought it may have been left under the skin.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.